Manufacturer narrative:
When the device did not close, excessive force was applied to the device causing the cable to break. Product labeling includes instructions not to overtighten the device. There was no adverse effect to the patient. The emdr has been attempted to be submitted through esg multiple times with the assistance of the esg help desk. Unfortunately, the technical issues are not resolved in sufficient time for the upload of this MDR within 30 days. The MDR help desk was contacted on july 26, 2017 to inform them of the issue with submitting the document. We were instructed to continue working with esg to resolve the technical difficulties and submit with this note of explanation when resolved.

Event description:
The reusable standard clamp was being used in a sleeve gastrectomy procedure. During the procedure, the device knob was turned forcefully. The physician heard a snap and observed the device cable had broken. The device was removed from the patient with all components attached. There was no injury to the patient and surgery was not prolonged. The device was removed without issue and the procedure was completed without incident.